Event description:
It was reported that there were four patients that experienced swelling a few weeks post implant at the wound site of where an antibacterial absorbable envelope was implanted with an unknown deep brain stimulation (dbs) implantable pulse generator (ipg). Some of the patients were treated with antibiotics, but not necessarily experiencing infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event is a duplicate of FDA report numbers 2182208-2025-02407, 2182208-2025-02986, 2182208-2025-02981, 2182208-2025-02983, and 2182208-2025-02984. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.